Event description:
Customer run patient samples when automatic quality control (aqc) was turned off. Customer reported that aqc was turned off from (B)(6) 2015 at 12:00am through (B)(6) 2015 at 14:00pm. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have run patient samples when aqc turned off on the instrument. Customer stated that aqc was back in range after they turned the aqc option back on. Siemens technical solution center team explained the option of setting security levels to customer to prevent recurring of the event. The event has occurred due to an operator error.